Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. Upon interrogation, it was noted the pacing impedance was back within range. The rv lead remains in use. No patient complications have been reported as a result of this event.